Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connector was not properly connected to the video system. In regards to the black water that poured out, there was no foreign material identified; therefore, a root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, due to corrosion on the scope connector, error e315 occurred. Additionally, black water poured out of the insertion tube of the bronchovideoscope. There was no patient involvement.